Manufacturer narrative:
Updated model/serial

Manufacturer narrative:
This lead was subsequently returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed that the polyurethane tubing was slightly bunched 20-21 cm from the terminal pin. In addition the proximal shocking coil was separated from the medical adhesive at the distal end of the lead. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As this lead will not be returened no analysis will be completed. Should additional inofrmiaotn become available this event will be updated.

Event description:
Boston scientific received information that shortly after the implant procedure this right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
--